Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable result on a patient sample tested with the elecsys hcg + beta test system on an e601 analyzer. The patient was pregnant at the time of the test, but the weeks of gestation were not known. The test was performed as part of a pregnancy follow-up. The initial result was 0.100 miu/ml accompanied by a data flag. The test was repeated on (B)(6) 2016 with a result of 3992 miu/ml. It is unknown if any results were reported outside the laboratory. The sample was drawn at another site; testing was performed on an aliquot sent to the laboratory. The reagent lot number was 131960001; the expiration date was 05/31/2017. Liquid flow cleaning on the analyzer was last performed on the day of the event and was carried out biweekly. The test was last calibrated on 08/17/2016. The customer did not follow the recommended calibration of once every 28 days when using the same lot. Calibration signals were below the expected range, but there was no indication of an issue. Quality control samples recovered well within 1sd levels.

Manufacturer narrative:
The erroneous result was reported outside the laboratory. The physician requested repeat testing. No treatment was performed based on the erroneous result.

Manufacturer narrative:
The customer was not using the correct rack adapters for the tube size being used. The customer had delayed preventative maintenance several times. It was performed on 11/22/2016. The investigation was unable to determine a specific root cause with the available information. Additional information was requested but not provided. A general reagent issue can most likely be excluded. Possible root causes include preanalytical issues and insufficient maintenance.